Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a new patient did not cross over to the device. The patient was visible on the es server as pre-admitted despite being admitted and was not visible on the device. The customer confirmed no issues from the it side. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 21-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the new patient was not crossing over. A technical support specialist (tss) dialed into the application server, navigated to the patient encounter system and filtered the affected patient. Upon review, the patient admission status was identified as preadmitted. The client was informed that an a01 (admit) message needed to be sent by the interface team to admit the patient, which the client acknowledged and escalated. The tss opened sql server management studio (ssms) and ran the admission discharge transfer query to monitor whether the admit message was received by the es server. Returning to pes, the tss confirmed that the patient admission status had successfully updated from preadmitted to admitted. The system functioned as intended after the technical support specialist investigated the device.